Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was intubated with endotracheal tube with evac few days ago but the staff could not suction the patient. Patient was sedated and tight the tube with his teeth. The entracheal tube seems more soft and creating pressure in the trachea of the patient and avoiding the clinicians to suction the patient properly with the suction catheter. The patient had to be extubated and re-intubated.